Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel display disappeared and an alarm occurred due to a faulty printed circuit board. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a failed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that after a diagnostic laparoscopic cholecystectomy procedure was completed in the operating room, a sudden alarm beeped on the high flow insufflation unit. The front panel then turned off, the display on the front panel disappeared, and the panel blacked out. The issue occurred after the device was used, causing no effect on the operation or patient.